Event description:
#Medwatcher #(B)(4). Surgery to remove embedded coils from my uterus, the coils migrated from the fallopian tubes and embedded into my uterus causing severe pain, I was in surgery for 5 1/2 hours while the doctor tried to repair the damage to my uterus.